Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the alleged condition. Se recalibrated the o2 sensor only. The ventilator passed the entire required testing.

Event description:
It was reported that during patient use, the ventilator oxygen (o2) sensor failed to calibrate and was reading low. The patient was transferred to another ventilator with no harm.